Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that during the myosure procedure performed on (B)(6) 2025, there was prominent bleeding, but the treatment was completed. They were treating one polyp approximately 1.5 cm in size at the fundus of the uterus and 2-3 small polyps in the lower uterine body. There were no concurrent devices used. On (B)(6) 2025, bleeding worsened. On (B)(6), the patient expelled a large amount of clotted blood. On (B)(6) 2025, the patient visited the emergency center and was transferred to a higher-level medical institution. Bleeding was controlled through pressure hemostasis using gauze and administration of hemostatic agents. The CT scan showed no abnormalities. The hemoglobin level had dropped from 14.2 to 12.1. No blood transfusion was administered. No other information is available.